Event description:
It was reported that the patient presented with bradycardia and lethargy. It was noted that the right ventricular (rv) lead experienced a polarity switch due to high impedance and ventricular high rate episodes. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.